Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during a procedure the tip of the step drill for the trochanteric femoral nailing advanced (tfna) broke off while drilling into the femoral head for the helical blade. Fragments were generated and were left in the femoral head. Procedure was completed successfully without any surgical delay. This report is for 1 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for complaint (B)(4).